Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was discolored on some parts of the screen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 216 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.